Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent was noted to be damaged. The physician was preparing to implant a taxus express2 3.0x32 mm drug eluting sent in the moderately tortuous, 80% stenosed mid left anterior descending artery. When the took the stent out of the box he found the strut of the stent was not even and it looked like a damaged stent. This stent was not inserted into the catheter or the pt. The procedure was completed with another of the same device.